Event description:
It was reported in a case report, "prostatic capsular perforation with extravasation resulting in pubic osteomyelitis: a rare complication of ktp laser prostatectomy": it was reported a laser prostatectomy for symptomatic benign prostatic hyperplasia (bph) using a 120-w potassium-titanyl-phosphate (ktp) laser was performed. One month post procedure, pt presented at ER. Three weeks post procedure, pt experienced "suprapubic pain, pelvic discomfort, and severe difficulty in walking." Pt "underwent cystoscopy as well as cystography and urethrography under anesthesia, which demonstrated a perforation of the anterior prostatic capsule with extravasation and tracking of contrast toward the pubic symphysis." Pt "couldn't ambulate due to advanced pelvic pain." "Suprapubic catheter was placed with a prolonged course of IV antibiotics - pt symptoms slowly improved." "Suprapubic tube was capped and pt was able to void w/o difficulty. Remove after two more weeks." "In this case, urine extravasation led to a debilitating osteomyelitis of the pubic bone."

Manufacturer narrative:
Literature: "prostatic capsular perforation with extravasation resulting in pubic osteomyelitis: a rare complication of ktp laser prostatectomy." Daniel m kaplon, m.d. And harry iannotto, m.d. Journal of endourology, december 2008; volume 22, number 12, pp. 2705-2706.